Event description:
An implant card was received indicating that the patient underwent generator replacement on (B)(6) 2014 due to an increase in seizures. The physician reported that the increase in seizures was a result of battery depletion and that the patient is doing fine since generator replacement. It was reported that the patient's increase in seizures was not above the patient's pre-vns baseline frequency. The explanted generator has not been received to date.

Event description:
Clinic notes dated (B)(6) 2013, note that the patient has an average of two to three seizures per month, but that some are last longer, approximately two to three minutes, and have been more intense since (B)(6). It was noted that typically, all of the patient's seizures are nocturnal and occur one to two hours after going to sleep. It was noted that some seizures have been associated with breakthrough menses. It was noted that the intensity and duration of the seizures has increased over the past couple months. It was noted that the vagus nerve stimulator is nearing end of service, but is functioning properly. It was also noted that serum AED levels are likely lower which may be contributing to the increased seizure intensity and duration. It was noted that the patient will continue to be monitored and if seizures worsen as the generator battery depletes, generator replacement will be considered. No surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.